Event description:
Health care professional reports that home patient became disconnected during treatment using homechoice cycler. When home patient awakened and noticed that he was disconnected, he reconnected himself to the homechoice set without using proper aseptic technique. According to health care professional, home patient "reconnected without any thought of cleanliness or possible contamination." Home patient was admitted to hosp overnight on 2/23/98 for peritonitis. Home patient was treated with kefzol and peritonitis event has been resolved. According to health care professional, homechoice device is not attributable to peritonitis, no device failure or malfunction were identified.